Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter), and the right ventricular lead integrity alert was triggered. Analysis of the device memory indicated the impedance on the rv (right ventricular) defibrillation coil was beyond the expected upper range.

Event description:
It was reported that the patient received inappropriate therapy as a result of right ventricular (rv) lead oversensing. A lead integrity alert (lia) triggered. High rate non-sustained ventricular tachycardia (nsvt) episodes and sensing integrity counter (sic) were noted, and there was non-physiologic noise on the electrogram. The superior vena cava (svc) impedance had increased. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary : the full lead was returned and analyzed. Analysis indicated that the proximal conductor of the lead developed a fracture due to flexing while in vivo.